Manufacturer narrative:
(B)(4). The evaluation of the device has not been completed. A field corrective action was initiated on (B)(4) 2014.

Manufacturer narrative:
(B)(4). Covidien identified that the cause of the blank display and the burning smell was the backlight inverter printed circuit board (bli pcb). It was identified that one of the capacitors was blown and cracked on the bli pcba. The bli pcba contains a ceramic capacitor that may have experienced mechanical stresses during the supplier production process. These stresses may cause cracks in the capacitor structure and this can lead to low level current flow through the capacitor. The current flow can cause the capacitor to become defective and potentially emit a thermal odor. The capacitor will stop functioning and can cause dimming of the screen; however the ventilator remains fully functional. A field action to correct this issue was implemented on (B)(4) 2014.

Event description:
Covidien received information stating that during patient use, the 980 ventilator touch screen became hot to touch and had a burning smell. The patient was removed from the device. There was no patient harm or injury reported.